Event description:
Difficult implant with lead introduction requiring cutdown and sheath. Chest x-ray done one day post implant showed bleeding into pleural space resulting in hematoma. Lead remains implanted/in use.